Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: pain, hardness, deformity, dehiscense.

Event description:
Brazil. Allegedly, a patient is experiencing persistent breast pain, hardness, and deformity following a 2022 surgery. The patient reports having a postoperative wound dehiscence that required reoperation within 14 days, during which the same implant was reused. According to the patient, complications continued despite hyperbaric therapy, and she states that the only proposed solution to relieve the ongoing pain and firmness is implant replacement surgery. (Sn: (B)(6)). At this point, the side affected is unknown.